Event description:
A medtronic representative reported that the suretrak2 medium clamp hex screw is damaged. No patient was reported to be present during this event.

Manufacturer narrative:
Device manufacture date was not available as no lot number was provided. The device has been requested for return, but not yet received.